Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. The main battery had an internal short, causing an open fuse on the computer/analog board. Upon further investigation, there was liquid contamination found on the ca board. The root cause for the open fuse could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.